Manufacturer narrative:
The user reported an infection at the sensor insertion site, presenting with redness, oozing, pain, and tenderness, which was confirmed by their healthcare provider (hcp). According to the user, symptoms first appeared on (B)(6) 2025, day 15 after insertion. No other infections were reported.the user's hcp is aware of the event and prescribed amoxicillin/clavulanate 875 mg/125 mg (amox/kclav).according to dms records, the user has not used the system since (B)(6) 2025, at 7:24 pm, while awaiting healing of the infection.development of infection at the sensor insertion site is a known and anticipated potential adverse effect. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site, presenting with redness, oozing, pain, and tenderness, which was confirmed by their healthcare provider (hcp). According to the user, symptoms first appeared on (B)(6) 2025, day 15 after insertion. No other infections were reported.the user's hcp is aware of the event and prescribed amoxicillin/clavulanate 875 mg/125 mg (amox/kclav).according to dms records, the user has not used the system since (B)(6) 2025, at 7:24 pm, while awaiting healing of the infection.

Manufacturer narrative:
D4: updated additional device information. H4: device manufacturing date updated to 24 june 2025.